Event description:
The pt was implanted with a ventricular assist device. The vad coordinator reported that the pt's pump was leaking air. The pt was readmitted for nausea and vomiting and a pump exchange occurred on (B)(6) 2012.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.